Event description:
Our rep is reporting that during an arthroscopic shoulder repair a portion of the distal tip of a plastic trocar broke off into the joint space. The fragment was easily retrieved from the body and the procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.